Manufacturer narrative:
A review of the complaint history for (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 failed to detect on bus. The field service engineer rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using a pyxis medstation es system drawer 2.1 failed to recover, preventing the user from accessing the medications. Customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this incident

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie drawer 2.1 failed and prevented the user from accessing medications for a patient. This incident resulted in a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not detected on the bus and was unable to retrieve the medication for a patient. A field service engineer was rebooted the device to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.